Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed oversensing on the right atrial lead. Multiple episodes of automatic mode switch were noted. No intervention was reported. The patient condition was unknown.